Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b3 (date of event), b5, d4 (expiration date), h4 (device manufacturer date), and h6 (health effect - impact code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause.

Event description:
It was reported that a patient with a 25mm 11500a pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of one (1) years, one (1) month due to aortic stenosis. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. Blood pressure did not recover, angiogram was the performed and revealed that the left main coronary artery (lca) was occluded. The physician then inserted a guide wire and balloon, and ballooned lca. Flow was restored. The physician then inserted a stent and deployed. Flow to the lca was back to normal. The patient was noted to be stable post procedure.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve has been placed under evaluation for a valve-in-valve after an implant duration of approximately one year due to symptomatic aortic stenosis.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.